Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose levels, but her blood glucose is fine now. No blood glucose readings were provided. Pt's normal blood glucose range varies throughout the day. Pt stated when preparing the infusion set needle in the insertion assist plus device, the needle was not always popping out like it was supposed to. Pt reported the infusion tubing does not attach as tightly as it should. Pt reported the infusion set was sometimes not delivering insulin due to this issue. Pt stated she is getting some bruising when inserting the infusion sets with the insertion assist plus device. Pt reported when she removed the infusion set cannula, they are sometimes bent. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.